Manufacturer narrative:
Please refer to the attached analysis report. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, the device was found to have reached its recommended replacement time (rrt) before expected. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, the device was found to have reached its recommended replacement time (rrt) before expected. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.